Event description:
The patient voluntarily, without a referral, visited their doctor for a follow-up. The three electrodes other than #0 (#1 to #3) were at 20,000 ohms or greater (abnormal resistance), and continuously displayed a value that indicated a circuit release; the impedance gradually increased. Electrode #0 had a low voltage and exhibited side effects. An operation to improve the impedance, including extension and implantable neurostimulator (ins) replacement, was performed recently. During surgery, once the lead and extension were exposed, the external neurostimulator (ens) cable was connected, and the impedance of the lead was measured. All four electrodes displayed normal values. The patient strongly insisted on replacing the extension and switching to a rechargeable type device, so the inss on both sides were replaced with rechargeable inss. Therefore, the impedance of the existing extension was not measured. They hoped to make it MRI conditional for the entire body, so the extension was replaced on the opposite side with an adapter. The doctor wanted analysis to be performed on the extracted extension and to receive the analysis report, because he needed to know the fractured site of the extension and where it was disconnected. After replacement the issue was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for extension nhu180070v revealed the body insulation was breached depression. Device analysis for extension nhu180253v revealed no significant anomaly.

Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).